Event description:
The customer reported via phone call he had an MRI done and was wearing the insulin pump and when trying to input information, the numbers kept scrolling. The customer stated he would call back because he was going into the doctor's office.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.